Event description:
It was reported during the patient¿s implant surgery, the health care provider (hcp) bumped the table and the patient fell on the ground. As a result the patient¿s should was ¿tore up¿ and they had to have a shoulder replacement surgery. Information omitted pertaining to eri as it is not a complaint. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 355029, lot# n0051184, implanted: 2005 (B)(6); product type accessory product ID 3708120, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 377645, lot# v001341, implanted: 2005 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2005 (B)(6); product type recharger. (B)(4).

Event description:
Additional information received reported, the cause of the event was determined and it was not device related.